Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Event description:
Additional reason(s) for revision: alval / soft tissue reaction and component loosening.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Asr revision; product: asr xl - left hip; reason for revision: pain.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision. Hip(s) to be revised: left. Type of hip replacement product: asr xl. Reason(s) for revision: pain, alval / soft tissue reaction and component loosening - acetabular component. Enquiring into which component became loose. Update: added further reason for revision ans product. Received: march 28th 2013. (B)(4). Update: added which component became loose. Received: april 23rd 2013. Update rec'd 15 apr 2014 - implant date, marked as legal. Update received: 15th may 2014 - added patient name, added patient ID (initials), added patient gender, added patient date of birth and added surgeon title.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Acetabular cup loosening.

Manufacturer narrative:
Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) (B)(4). Reason for original complaint: asr revision, hip(s) to be revised: left, type of hip replacement product: asr xl, reason(s) for revision: pain, alval / soft tissue reaction and component loosening - acetabular component. Enquiring into which component became loose. Update: added further reason for revision ans product. Received: march 28th 2013. (B)(4). Update: added which component became loose. Received: april 23rd 2013. Update rec'd 15 apr 2014 - implant date, marked as legal.